Event description:
This is a spontaneous case report received from news media in united states on (B)(6) 2014. It describes that consumer got pregnant, the 4th child is now due in (B)(6), and she did not return for the follow up test in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) implanted at unk. Consumer used other contraception for three months but did not return for the follow-up test, in part because state her assurance did not cover it. She said her fourth child is now due in (B)(6). She stated that after having this procedure and knowing how low they state the percentage is, she has never thought in a million years she would get pregnant. At the moment of report she plans to have a hysterectomy after her baby is born. The outcome of the events was not reported. Reporter causality: the relationship between events and essure is not reported. Follow-up information received on 29-apr-2015: the consumer´s medical history included 3 children. Essure was inserted in 2012. She had the device for 15 months when she felt cramping and decided to take a pregnancy test which came back positive. She did not undergo the follow-up visit because her insurance would not pay for the visit. Her doctor advised against it, worrying the dye could cause the tube to open back up. On an unspecified date, the doctors discovered that the coil had moved into her uterus. Throughout her pregnancy, she was considered high risk due to concerns the coil could break her water prematurely. On an unspecified date, her baby was born healthy. On an unspecified date, essure was removed. She stated that felt better after removal. Case upgraded to incident. Ptc investigation result received on 06-may-2015. (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In this particular case, also a treatment noncompliance (did not return for the follow up test - tubal occlusion was not confirmed) was reported. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, got pregnant (device ineffective) and doctors discovered that the coil had moved into her uterus. These events are listed in the reference safety information for essure. Event coil had moved into her uterus, interpreted as partial expulsion of device, was considered serious due to medical significance while the remaining event is non-serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the consumer did not undergo confirmation test. Fifteen months after essure insertion the pregnancy was diagnosed. It was reported that doctors discovered that the coil had moved into her uterus. It is not known whether essure was in-situ during conception or not, thus, the possibility of contraceptive failure cannot be totally excluded. The baby was born healthy. Since essure removal was reported (intervention implied), this case was regarded as incident. The technical investigation concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.